Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A reservoir volume higher than expected in the pump was repeatedly observed. The physician determined the patient was asymptomatic but decided to explant the pump. During the pump replacement, the catheter was found to be patent. The pump was explanted on (B)(6) 2015 and returned for evaluation.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to external and internal examinations, as well as, functional, flow, and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).